Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented with episodes of non-sustained lead noise. The device was reprogrammed. The patient was fine after the procedure and will be monitored.